Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The pump door test passed, and the reported failure of the cassette door being unable to open or close could not be duplicated. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient reported to technical support (ts) that the screen of their liberty select cycler went blank during unknown phase of peritoneal dialysis (pd) treatment. The patient was asleep until an unknown alarm went off. The patient rebooted the cycler as advised by ts. The ok and stop keys were on, however the screen remained blank. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement, and to retain the iq drive. The patient called back approximately one hour after the cycler was replaced to report that the cassette door on the cycler would not open. The cycler did not prompt the patient to remove the cassette. The patient was informed that they could leave the cassette inside the cycler since they were unable to get the door open. Upon follow up with the patient, it was confirmed that they were able to complete their treatment by performing manual exchanges. There were no adverse events experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.